Event description:
Add'l info rec'd from MFR 7/13/01: the model 7273 was returned to medtronic for analysis. The device tested within spec. It should be noted that a "lead revision due to lead malfunction" was reported in the event description of the voluntary form 3500. MFR's info indicates that this pt also had a model 6944 lead which had the rate/sense portion of the lead capped due to a threshold increase. It was reported that the device was sensing atrial events on the ventricular channel. However, MFR's evaluation of this ICD shows that the device operated according to specs. Current status of device: the device was explanted and returned to medtronic for evaluation.

Event description:
Lead revision needed due to lead malfunction.